Manufacturer narrative:
Upon receipt, the device was witnessed switching on automatically, as per the reported fault. This was due to corrosion on the membrane tail, which had bridged between tracks 13(on_button) and 14 (key3_button), creating a partial short circuit between these lines. The symptom of the device switching on automatically had led to multiple 10-minute timeouts as observed in the history log. This had filled the device memory, resulting in the reported ¿memory full¿ prompts.

Event description:
Device switching on automatically. Green status led present. No patient involvement.

Event description:
Device switching on automatically. Green status led present. No patient involvement.